Manufacturer narrative:
Zoll has not received the product for investigation. A follow-up report will be submitted when the product is returned and investigation has been completed.

Event description:
Customer reported the thermogard xp ivtm system (serial # (B)(4)) displayed "tcm ID:02" (ce danfoss error) during power-on-self-test (post). No patient involvement.

Manufacturer narrative:
The reported complaint of a tcm ID:02 (ce danfoss error) error message on the thermogard ivtm system (serial # (B)(4) was confirmed during functional test and event log review. The root cause of tcm ID:02 error were due to damaged ce danfoss module and pic-16 board as a result of normal wear and tear. The thermogard ivtm system was manufactured in october 2012 and it is over 7 years old, well past beyond its expected serviceable life of 5 years . No physical damage was observed on the thermogard ivtm system during visual inspection. During event log review, multiple tcm ID:02 error codes were identified on the event date, thus, confirming the reported complaint. Initial functional testing thermogard ivtm system failed due to error message tcm ID:02. To remedy tcm ID:02, the damaged danfoss module and pic16 board were replaced. After part replacements, the console was re-evaluated, the system was passed all functional tests without any fault or error. Historical complaints were reviewed for service information related to the reported complaint and there was no similar complaint reported for thermogard xp ivtm system serial number (B)(4).